Event description:
During cervical spine case the arm was moving from the ball joint area of the device without engaging control handles. Patient's head was connected to skull clamp and attached via quick connect. Surgeon could manually move the head by pushing on control handles to create full range of motion without press light blue or dark blue buttons.

Manufacturer narrative:
Root cause of the ball joint lock failure was improper installation of an internal retaining ring resulting in a failed bearing that caused the ball joint locking mechanism to fall in an unlocked state.

Event description:
During cervical spine case the arm was moving from the ball joint area of the device without engaging control handles. Patient's head was connected to skull clamp and attached via quick connect. Surgeon could manually move the head by pushing on control handles to create full range of motion without press light blue or dark blue buttons.